Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted technical services to discuss electrogram storage in this patient's device. The patient's history is remarkable for numerous episodes that were detected in the vt-1 and vt therapy zones. The patient received atp therapy, however, there was one episode were the device exhausted shock therapy. The spontaneous arrhythmia self-terminated after 43 minutes. The patient had been admitted to the emergency room. The patient did have an rf ablation in the past due to ventricular tachycardia (vt). One of the identified vt focus was not successfully ablated. The local representative commented that the electrograms from the shock episodes could not be retrieved. Technical services explained that the vt-1 and vt therapies are considered equal and the electrograms for the shock episode may have been overwritten. Subsequently, boston scientific received information from the local representative that no programming changes were made.